Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in a severely calcified and moderately tortuous posterolateral of left circumflex artery (lcx). A 10/2.00 flextome¿ cutting balloon¿ was selected to treat the target lesion. During the procedure, first inflation and second inflation was done at 6atm and 12atm respectively. However, on the third inflation, contrast media leak was noted and balloon rupture was observed. The device was removed from the patient's body and the procedure was completed with a different device. There were no patient complications reported and the patient's status was good.